Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The second firing was completed on small bowel and staples formed improperly. Another device was used to complete the case. There was no adverse consequence to the patient.